Event description:
Nurse working in labor and delivery was handed a patient. When nurse held the patient to nurse's left chest and shoulder. Nurse experienced strikethrough, while wearing a barrier, brand extra protection surgical gown pc 9675. It was reported that body fluids (scant amount0 passed through the scrubs. No known exposure to bloodborne pathogens.